Event description:
It was reported that the home patient felt an electric shock while adjusting the screen during setup of the amia automated pd system. There was no report of patient injury or medical intervention associated with this event. The patient was not touching any other device with electrical voltage. There were no defects seen on the power cord and the device was properly plugged into a grounded outlet. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.